Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had hemogard separation issues. No serious injury or medical intervention.

Manufacturer narrative:
This MDR is corrected to include multiple PMA / 510(k) numbers. The original MDR included only #k023331. This is corrected to include the information for the additional PMA / 510(k) number: PMA / 510(k)#: bk050036.